Event description:
Customer reported issue with pump giving error and rejection messages after inserting a new cartridge, resulting in significant insulin loss. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting, and no additional corrective actions were taken.